Manufacturer narrative:
(B)(4).the device was evaluated by a baxter service technician. (B)(4). The root cause of the syringe holder being stuck is unknown. No repairs have been performed at this time. If any additional information is received, a follow up MDR will be sent. Conclusion code 19 was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have the syringe holder stuck in one position. No additional information is available.